Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a malfunction that the scanner was not popped up. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient, resulting delay in dispensing medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the med es: scanner would not pop up. The field service engineer found that the barcode scanner was intermittently failing to read barcodes. The field service engineer rebooted the system, temporarily the issue was resolved. The barcode scanner was swapped out with a different unit last week, but the issues persisted. The customer called the technical support specialist, who recommended involving an agent in this case. The technical support specialist dialed into the station using remote system service and found corrupted drivers. They reinstalled the drivers, but the scanner still did not work due to being plugged into the wrong port. The specialist asked the field service engineer to plug it into the correct port, which resolved the issue. The customer requested to close this case. The system functioned as intended after the technical support specialist investigated the device.